Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 273 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.